Event description:
Between 1989-1992, left breast decapsulated on own after being hard for 18 yrs or thereabouts. Multiple health problems especially after hysterectomy in 1989. For example: unusual extreme chronic headaches, migratory pain, vision problems, memory loss/confusion, chronic extreme fatigue, hair loss, skin problems, rashes and staph infection (boil) under left arm pit approx 1985. Implant date: 6/74.